Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s insertable cardiac monitor reflected a pause episode via merlin.net with possible undersensing. The physician thought the pause episode might have correlated with the patient simply having rolled over. The patient is being monitored.